Event description:
It was reported that the patient underwent a posterior fusion at t10-l5. It was reported that one of the metal tangs of the driver broke off during use with the set screw. No patient complications were reported.

Manufacturer narrative:
Visual review confirms proximal tab broken off on the shaft and not returned for analysis. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation. The location of the fracture, relative to the proximity to the handle suggests unintentional bend stress overload during instrument usage. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.